Manufacturer narrative:
No patient contact reported. (B)(6). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed no assembly error and/or defect in the preloaded insertion system related to manufacturing process. Scarce amount of viscoelastic solution was observed on the cartridge which indicate that the unit was handled and prepare for surgical use. Heavy dent/distortions and a crack were observed on the cartridge tip. The intraocular lens (iol) was also observed stuck at the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, was cracked and therefore the intraocular lens (iol) could not be used. No patient contact was reported. No further information was provided.